Manufacturer narrative:
Cause traced to user. Lot number was not provided by customer. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. Moreover, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4). The dentist reported that approximately 04 months after the dental implant was installed in intraoral region 08#, its non- osseointegration was observed. Moreover, fenestration has occurred, the patient presented bone type iii and 20n.cm of primary stability was achieved.